Manufacturer narrative:
H1 corrected. D3 - g1 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the patient died from an unknown cause.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient died from an unknown cause.